Event description:
It was reported that the technologist was moving the c-arm to a zero degree position and it continued rotating past that position. No injury reported. A field engineer was dispatched to the site and determined the rotary switch needed to be replaced. Once this was completed the system was working as intended.